Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted because it caused constant vaginal infections, painful sexual experiences, vaginal discharge and odor, chronic vaginal pain, increased incontinence, blood in urine, vaginal bleeding, a vaginal fistula, severe emotional stress, prolonged catheterization, and permanent vaginal tissue damage. After the sling was explanted, the patient's incontinence increased again. This increased incontinence continued until the patient had durasphere beads implanted in 2002 and a 2nd sling implanted the following month. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.